Event description:
The nurse reported that the fiber left on wound bed on removal of the dressing. The dressing was changed within the 14 days. She was unsure if it was changed twice weekly or once weekly. No photo was available at this time.

Manufacturer narrative:
Device 1 of 4. D1: correct brand name is aquacel convafiber which is unavailable for selection in database. Hence, please disregard convafoam nadh and consider aquacel convafiber. E1: complainant postal code: (B)(6). Complainant country: united kingdom name of affiliation: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.